Event description:
It was reported that a device displayed a "system error 105" message. Any pt involvement, injury, or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The evaluation confirmed the reported "system error 105", caused by a failed motor (flex). The motor assembly was replaced.